Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of capture and was not able to be implanted. The physician suspected that due to lead stiffness, had difficulty maneuvering the lead. The physician elected to use a different lead to complete the procedure. The patient condition is stable and no adverse health consequences were reported.